Event description:
Approximately 1 year and 21 days after tavr, at the outpatient visit, the results of echocardiography worsened with pv 3.7m/s and mean pg 27mmhg. Inr was low, which indicated that warfarin was not effective. Thus, the patient was hospitalized again for drug adjustment. Eventually, the patient's condition was well controllable, and the patient was placed on follow-up observation. 11 days after the event onset, the outcome was reported as "resolving".

Manufacturer narrative:
Correction to h6; impact code and investigation conclusion. Update to b5.

Manufacturer narrative:
The investigation is ongoing.

Event description:
In this case, additional information was provided that the thrombus was only suspected and treated as such even though it was never confirmed previously by a CT scan. However, an echocardiography was performed at the outpatient visit which did not show valve thrombosis. A CT was not performed because of decreased kidney function. There is only a confirmed event of increased gradient at this time, which was previously reported in an earlier submission.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 26mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Technical summary applies to this complaint event and establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Therefore, it is likely that these patient/procedural factors may have caused or contributed to the stenosis/increased gradient event post-implantation. A review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, a review of manufacturing mitigations is captured in the technical summary, which are still in place. In this case, the complaint for increased gradients was unable to be confirmed due to the unavailability of medical records or relevant imagery. Available information suggests patient factors (atherosclerosis (diabetes)) likely contributed to the event as per patient history of diabetes reported. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported through the japanese tavi registry reporting system, after a transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, at the 6-month post-tavr regular visit, the results of the echocardiography were worse than ones at the previous visit. Maximum blood flow velocity was 3.7m/s (previous result: 2.8 m/s), mean pressure gradient was 33mmhg (previous result: 19mmhg), and effective orifice area (eoa) was 1.20cm2 (previous result: 1.58 cm2). The patient was hospitalized for suspected valve thrombosis and received treatment. Warfarin was initiated under heparin administration. Pt-inr was well controlled and was 2.09 with oral warfarin 2.0mg. However, echocardiography still showed mean pressure gradient of 31mmhg. 20 days after event onset, the outcome was "resolving". At the time of this report, there was no right heart overload and eoa was 1.3cm2. Therefore, urgent therapeutic intervention was not required. The patient was followed up with oral warfarin.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intraprocedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that (80-year-old male with diabetes mellitus (dm) and autoimmune disease.) May have caused or contributed to this event . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.